Manufacturer narrative:
The insulin pump had an intermittent act button response due to corroded keypad traces. No unexpected vibrator anomaly noted. All operating currents are within the specification, no unexpected low battery, of no power or battery out of limit alarm noted. The insulin pump was received with minor scratches on display window, cracked case on the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Customer also reported that the device was constantly alarming. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.